Manufacturer narrative:
The returned plate was examined under magnification and presented damage to the distal locking holes consistent with the 2.3mm multiscrews returned with this plate. Damage to the locking holes can occur when screws are inserted off axis from their respective locking hole. This can result in an unstable plate/screw construct. Off axis insertion can be caused by improper depth drilled, encountering dense bone and improper surgical technique. Holes proximal to the distal cluster of 4 showed evidence of screw placement but minimal damage to the thread form of the locking holes. Additional MDR's related to this event: MDR 3025141-2016-00056: screw 1; MDR 3025141-2016-00057: screw 2; MDR 3025141-2016-00058: screw 3; MDR 3025141-2016-00059: screw 4; MDR 3025141-2016-00060: screw 5; MDR 3025141-2016-00061: screw 6; MDR 3025141-2016-00062: screw 7; MDR 3025141-2016-00063: screw 8; MDR 3025141-2016-00064: screw 9; MDR 3025141-2016-00065: screw 10.

Event description:
A total wrist fusion plate was implanted. Post-operatively, the distal screws backed out of the bone and two of the locking screws broke. The plate and the screws were explanted.